Manufacturer narrative:
A review of the device service history records revealed that the device was returned to olympus for evaluation on august 7, 2013. The evaluation results found the following: the device failed leak testing. The distal end cover was found chipped. The bending section rubber glue was found cracked around the insertion tube and distal end cover. Cracks were also noted on the objective lens. The root cause of the reported event is most likely due to improper maintenance of the device. The device was serviced and returned to the facility. The reprocessing manual contains several warning statements for proper inspection and testing including the following warning. ¿perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ as part of our investigation of this report, olympus made multiple follow up attempts with the facility via telephone and in writing; however, no additional information was obtained.

Event description:
Olympus received a mandatory medwatch form from the facility on june 2, 2016 indicating that during a routine infection control surveillance approximately three and one half years ago, it was noted by infection control that there was an increase in patients with positive blood cultures for extended spectrum beta-lactamase (esbl) and klebsiella following endoscopic retrograde cholangiopancreatography (ercp) procedures using two different duodenovideoscopes (tjf-q180v with serial # (B)(4)). Further investigation identified there were 11 cases of bacteremia. Of the 11 cases of bacteremia, 6 patients were noted to have the same strain or related strain of the organism. The facility reported that it conducted an extensive investigation to determine the root cause which included culturing of the scopes used on these patients, culturing the environment including the cleaning of sinks and the reprocessors, monitoring the disinfection process, and reviewing the staffing patterns. All the cultures of the scopes, reprocessors, environment, and sinks were negative. Despite the negative cultures, disinfection with hydrogen peroxide was performed in both the procedure room and in the reprocessing area. A review of our records revealed that 20 mdrs were submitted in 2013 and 2015 for model# tjf-q180v with serial# (B)(4). Based on the new information received, olympus is submitting 6 additional mdrs to account for the 6 patient infections under the second device (tjf-q180v scope with serial# (B)(4)) reported on the medwatch report. This is report 3 of 6.